Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address mechanically assisted crevice corrosion and periprosthetic joint infection. Preoperative esr and crp were elevated, synovasure positive. Hip aspiration had 2000 nucleated cells with 83% pmn. Thick, bloody fluid under pressure was expressed from the hip, along with a thick ring of black corrosion byproducts at the femoral neck below the taper, and necrosed tissue, pseudotumor, mild corrosion on the head, adverse local soft tissue reaction and metal reaction. Competitor antibiotic spacer was placed on the patient. The patient was went on and got cleared of the infection and on (B)(6) 2019, the definitive implants were placed. During the revision the reamer disengaged from the flexible shaft. The surgeon attempted to retrieve the reamer bit but was unsuccessful even with c-arm fluoroscopic guidance. The surgeon elected to leave the reamer bit in place. When the hip was reduced during trialing, it was felt to be shorter that the contralateral hip. The spacer was placed more proud than it should have in order to reconstruct equal leg lengths and maintain soft tissue tension. Doi: (B)(6) 2008, dor: (B)(6) 2019, (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.